Manufacturer narrative:
The patient remained ongoing on lvad support and the ungrounded cable until being transplanted on (B)(6) 2015. The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that data log files were submitted to the manufacturer for review after a system controller exchange. The alarms reported were red heart/pump off/low speed/low flow alarms with audible tone. The patient was reported to be sleeping in bed when the alarms first started. There have been no further alarms since the system controller exchange. The patient was asymptomatic. X-ray images of the external and internal portions of the driveline were requested to rule out any areas of concern. The manufacturer was onsite (B)(4) 2015 for a driveline evaluation. X-rays were viewed and did not show any conclusive damage. It was noted that the patient had lost 70 lbs. From gastric bypass surgery. The driveline was manipulated while the patient moved, to attempt to induce alarms, but the alarms could not be reproduced. The continuity test was negative for broken wires. After conferring with the surgeon and vad team it was elected to provide the patient with an ungrounded power module patient cable instead of performing a driveline repair.

Manufacturer narrative:
Approximate age of device: 3 years and 3 months. The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.